Manufacturer narrative:
During inspection and testing, the probe was found to be broken fifteen millimeters from the distal end. There were scratches observed on the probe and cracks were progressing from the scratched area. A review of the device history record found no deviations that could have caused or contributed to the broken probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the probe was broken because, during output activation in seal and cut mode, the probe was contacting hard tissue, metal objects or surgical instruments and scratches were generated on the probe. A force to activate output in seal and cut mode, or a force to grasp tissue, was applied to the probe causing cracks to be generated at the scratched area, and an error occurred. A force was then applied to the probe causing it to break. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a probe damage error message was received for the subject device during a total laparascopic hysterectomy (tlh), when the doctor was performing a colpotomy. Three other devices from the same lot were tried to continue the procedure. Probe damage error message was received for each of the three devices, and the devices could not be used. The procedure was completed with a harmonic device. There were short delays while each device was replaced. Total delay in the procedure was no more than five to ten minutes. No additional treatment required for the patient. There is no harm or adverse impact to the patient. The customer wondered if there was an issue with the batch of devices. The subject device was sent to olympus for evaluation. During inspection and testing, the probe was found to be broken. This report is being submitted for the malfunction found during evaluation (broken probe).